Event description:
Total knee replacement. Femoral piece and tibial embase cemented with 2 units of cement from the same lot. Simple surgical follow-up. On (B)(6) 2021 during a consultation of the patient who have the feeling that the prosthesis moves. A radiology show a border under the tibial plateau below the bone / cement interface. A bone scintigraphy with leukocytes labeled show a prothetic loosen at the level of tibial plateau without evidence in favor of a potential infection. No inflammatory syndrome. On (B)(6) 2021 : surgical revision to replace the prosthesis with cover by keel and wedge at the level of the tibial plateau associated with an enlarged synovectomy. The bacteriological and anatomopathological samples taken during the surgery came back (B)(6).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b5, d6a corrected: h5.

Event description:
Affected side: left.